Event description:
It was reported that a small volume intermate ruptured. This occurred during filling with a non-baxter drug and saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified a ruptured bladder, confirming the reported condition. Microscopic inspection identified markings on the exterior surface of the bladder, near the rupture line. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 10/08/2013 to 10/09/2013. The cause of the rupture was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.